Manufacturer narrative:
Customer report of regurgitation was visually confirmed due to suture loop and leaflet indentations. Leaflet indentations were observed on leaflets 1 and 3 near commissure 1. These indentations were wider than the typical suture loop. However, a suture track indentation was also observed within the indentation on leaflet 1 near commissure 1; indicating that the suture was looped around commissure 1. A non-transmural damage of approximately 6mm was observed on the outflow aspect of leaflet 2 near commissure 3. Suture holes were visible around the sewing ring. X-ray demonstrated wireform intact. The root cause of this event was determined to be due to suture looping. Suture looping may occur during a mitral valve replacement due to a surgeon inadvertently looping a suture over one of the commissural posts. This is not a result of product malfunction; however, this may result in mild to severe regurgitation and may require subsequent re-intervention. It appears that this event was likely due to procedural related factors. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Evaluation summary: an observational evaluation was performed on the explanted valve. Appreciable fibrinlike host tissue is evident on the covering cloth on both sides of the valve as well as on the leaflets, which is consistent with the valve implant duration. Extensive tissue indentation and the resulted lateral tissue creases/folding were observed on leaflets 1 and 3 near commissure 1. No typical suture-looping marks were observed at commissure 1. The characteristics of the leaflet tissue indentation and creases observed on this valve are consistent with those from pledgetted suture looping or interfered with preserved native mitral valvular/subvalvular apparatus (in conjunction with suture-looping on the top of native mitral tissue). These findings somewhat confirmed the reported suspected suture looping with either pledget or interfered with native mitral tissue. Non-transmural tissue damage, presumably related to the valve explant/implant, was observed on the outflow surface of leaflet 2 near the shoulder of commissure 3. No other abnormality was observed on the valve as received. Although no functional testing was performed, the suture-looping related leaflet restriction appears to be severe enough to cause the reported severe mitral regurgitation observed on this particular valve in vivo. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Event description:
It was reported that a patient with a bioprosthetic mitral valve, implanted for one (1) day, was explanted due to moderate to severe regurgitation caused by leaflet retraction. The surgeon attempted to reposition the valve, but due to the fixed retraction of the leaflets, the insufficiency was not solved so the valve was excised and replaced with another edwards bioprosthetic valve. As reported, at implant, there were no difficulties in using the tricentrix holder and the anterior leaflet sparing technique was used. There were no intra-operative echo performed during the implant of this mitral valve. Post operatively, the patient was noted to be under satisfactory condition.

Manufacturer narrative:
Additional manufacturer narrative: device evaluation is anticipated, but not yet begun. A supplemental report will be submitted once the evaluation has been completed.

Event description:
It was reported that a patient with a bioprosthetic mitral valve, implanted for one (1) day, was explanted due to moderate to severe regurgitation caused by leaflet retraction. The surgeon attempted to reposition the valve, but due to the fixed retraction of the leaflets, the insufficiency was not solved so the valve was excised and replaced with another edwards bioprosthetic valve. Post operatively, the patient was noted to be under satisfactory condition.